Manufacturer narrative:
D4: UDI: n/a at this product code is note exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510(k): k122590, k163004. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. History investigation of the product with the involved product code/lot number - no anomaly was found in the manufacturing record and the shipping inspection record. - no other similar report from other facilities was found in the past. Cause of occurrence/conclusion: based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual device was not returned and investigation of it could not be performed, it was not possible to identify the cause of occurrence. Relevant IFU reference: "do not use the glidewire advantage with device which contain metal parts such as atherectomy catheters, laser catheters, or metal introduction devices as they may cause the glidewire advantage plastic coating to shear and/or sever the wire." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the guidewire became frayed at the tip when it was removed from a retrograde puncture and rubbed against the bevel. The urethane has peeled off, and the peeled piece may remain inside the patient's body. The procedure outcome was not reported. The patient was not harmed.